Event description:
The dentist reported that abutment screw fractured inside of implant during the surgery. The implant was not damaged. The dentist placed another abutment screw in the same surgery.

Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. The returned product was visually inspected with the naked eye and 10x magnification. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. .